Event description:
It was reported that the customer received a compromised force sensor system alarm on the insulin pump. The customer's blood glucose was 143 mg/dl. The customer stated that the alarm occurred while priming the insulin pump. Troubleshooting was done. Explained that the sensor in the reservoir compartment was no longer detecting the reservoir during priming. Nothing further reported.

Manufacturer narrative:
Unit was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. No compromised force sensor system alarm noted. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.